Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, the top plastic film of an opsite flexigrid 6x7cm ctn 100is difficult or even impossible to remove after the application of the opsite dressings, and often the dressing does not remain in place. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
We have now concluded our investigation into the reported complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A complaint history review, was performed for the product and event description, there have been similar instances reported in the past three years. The event did not occur during patient treatment or diagnosis. Samples of the product were returned and evaluated and were found to be as described in the complaint. This confirmed a relationship between the device and the event. It has not been possible however to establish the root cause of the issue. The investigation has been closed. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.